Event description:
It was reported the pt experienced issues with sweats, dizziness, progression of baseline pain, and protrusion of the pump "at least 3 inches sticking out". The pt had fallen numerous times since the pump was implanted; her physician had told her not to fall. The symptoms began approx 1 month previously. The pt had fewer issues before the pump was implanted than she did at the time of this call. The physician was not returning the pt's calls and call to ask what her options were. The MFR patient services discussed option of urgent care or emergency room visit if she felt immediate care was needed and was redirected to continue to contact her physician. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. No outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.